Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing log, it is found control module power was faulty, 'pdu fan tray and dcps' was malfunctioning. To resolve the issue fse replaced, pdu fan tray and dcps and return the part for further analysis, and it found fan tray board sustained water damage. After replacement of pdu fan tray and dcps, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.